Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: recovery filter (rf048f): the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown time period post deployment of a vena cava filter, the patient presented to urgent care with severe back pain. An x-ray and a CT scan demonstrated an ivc filter with multiple detached limbs. One detached limb was located at the l4 vertebrae, one detached limb was located in the lung, and a third detached limb was located in the pulmonary artery. The patient also reported to have experienced multiple episodes of shortness of breath and pe post deployment of the filter.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records is not being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown time period post deployment of a vena cava filter, the patient presented to urgent care with severe back pain. An x-ray and a CT scan demonstrated an ivc filter with multiple detached limbs. One detached limb was located at the l4 vertebrae, one detached limb was located in the lung, and a third detached limb was located in the pulmonary artery. The patient also reported to have experienced multiple episodes of shortness of breath and pe post deployment of the filter.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep vein thrombosis and pulmonary embolism was scheduled for placement of an inferior vena cava filter. The right femoral vein was accessed and the filter was deployed. There were no complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detachment of filter limbs and pe after implantation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown time period post deployment of a vena cava filter, the patient presented to urgent care with severe back pain. An x-ray and a CT scan demonstrated an ivc filter with multiple detached limbs. One detached limb was located at the l4 vertebrae, one detached limb was located in the lung, and a third detached limb was located in the pulmonary artery. The patient also reported to have experienced multiple episodes of shortness of breath and pe post deployment of the filter.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: recovery filter (rf048f): the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown time period post deployment of a vena cava filter, the patient presented to urgent care with severe back pain. An x-ray and a CT scan demonstrated an ivc filter with multiple detached limbs. One detached limb was located at the l4 vertebrae, one detached limb was located in the lung, and a third detached limb was located in the pulmonary artery. The patient also reported to have experienced multiple episodes of shortness of breath and pe post deployment of the filter.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Photos and medical records were provided and reviewed. Approximately seven years and three months post deployment, a cta chest demonstrated pe. Approximately eleven years and ten months post deployment, a cta revealed ivc filter in place with 2 legs missing. One of the legs penetrated into the l4 vertebral body. A CT demonstrated two linear metallic structures compatible with embolized ivc filter strut fragments in the superior segment of the right lower lobe and lingula. Therefore, based on the provided medical records, the investigation can be confirmed for limb detachment, and perforation of the ivc. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the provided photos, the investigation can be confirmed for filter removal with ten attached filter limbs. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Therefore, it is possible that the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that after an unknown time period post deployment of a vena cava filter, the patient presented to urgent care with severe back pain. An x-ray and a CT scan demonstrated an ivc filter with multiple detached limbs. One detached limb was located at the l4 vertebrae, one detached limb was located in the lung, and a third detached limb was located in the pulmonary artery. The patient also reported to have experienced multiple episodes of shortness of breath and pe post deployment of the filter. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, perforated into organs, and limbs detached. The device and some detached limbs were removed percutaneously; however two detached limbs reportedly remain in the lungs. The patient experiences shortness of breath, chest pain, and back pain. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown time period post deployment of a vena cava filter, the patient presented to urgent care with severe back pain. An x-ray and a CT scan demonstrated an ivc filter with multiple detached limbs. One detached limb was located at the l4 vertebrae, one detached limb was located in the lung, and a third detached limb was located in the pulmonary artery. The patient also reported to have experienced multiple episodes of shortness of breath and pe post deployment of the filter.